Event description:
User facility mandatory medwatch was received that stated the following: "we are seeing a problem with the pump batteries at our facility (>100 devices all approx one year old). The pump reads e321 error code - battery is not fully recharging. Root cause of this issue is a degraded battery according to the MFR. We have been in contact with the MFR, who is aware of the problem and plans to begin addressing the battery charging issue in the next fiscal quarter of the year. We are concerned about the delay in addressing this problem. This type of event can cause a delay in infusion therapy to the pt, especially when the error code and alarm occurs during an infusion. We have not had pt harm as a result of this event. Devices have been plugged into a wall outlet for 24+ hours will not hold a charge. When the device is unplugged, it lasts a very short time before the error code is received, sometimes less than 30 minutes. Staff must then turn the device on/off and remove it from service for at least 8 or more hours. The device cannot remain plugged in at all times, such as when a pt is being transported within the facility or is ambulating in the hallway/pt room. The batteries are designed to hold a charge for approx 4 hours. The staff in the biomedical department have been able to duplicate this problem. There is no visual sign that the batteries are corroded, damaged, loose fitting, or in any other way defective." Upon further query the following was provided that indicated, a general report of unspecified number of undocumented incidents of the devices alarmed with an e321 (battery charger timeout) error code. On unspecified dates and times, the devices were programmed for deliveries of unspecified medications. No specific programming parameters were provided. After unspecified lengths of time, the nurses reported the devices alarmed for e321 (battery charger timeout). The devices were removed from clinical service. Therapy was resumed using replacement devices. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. No medical interventions were reported. During testing at the user facility. The devices alarmed with an e321 (battery charger timeout) error code. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the info known by the reporter upon query by hospira personnel.